Event description:
It was reported that the patient needed an urgent battery replacement. Her device was depleted and she was having seizures almost every day and was very aggressive. Clinic notes received noted that the patient is on relatively high settings, but does not specifically list them. It was said that the vns was unable to be interrogated due to end-of service battery. Physician noted he also had difficulty finding placement of the wand to read vns. Device did not respond after multiple attempts. They sent a referral for generator replacement due to increase seizure frequency and severity over the last few weeks. The patient has had a seizure or 2 every day for the last 5 days. It is noted that the patient has multiple types of seizures and has sustained quite significant injuries despite polypharmacy and vns. Patient later had a generator replacement. It was noted to be a prophylactic replacement. The pre-op settings and battery status have not been confirmed to date no other relevant information has been received to date.

Event description:
It was later reported that the physician believed the increase in seizures and increase in seizure intensity was due to a low, dead battery. The increase in seizures was above pre-vns baseline and the replacement surgery was to preclude serious injury. The physician said the increase in patient irritability is due to lack of vns stimulation from dead battery. During pre-op interrogation, the patient's battery was not depleted and they could interrogate without issue. The explanted generator was later received into product analysis. Analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis (pa) was completed for explanted generator. An interrogation and system diagnostic test were performed at the pa test bench. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.